Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The reported failure to cut the suture was confirmed and a separated suture trimmer gate was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on this evaluation, a potential product quality issue has been identified. Corrective action, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of right common femoral artery site was attempted with a proglide device after a common trunk angioplasty interventional procedure using a 7f sheath. Reportedly, the perclose suture trimmer device was blocked and unable to load the suture threads. A suture trimmer from another proglide package was used. Hemostasis was achieved with the same proglide device as intended. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the returned suture trimmer found the gate was noted to be separated 7mm proximal to the distal end of the gate. No additional information was provided.